Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018, a follow-up imaging reportedly identified an unknown endoleak with no reported aneurysm growth. On the same day, an additional procedure was performed to treat a suspected proximal type I endoleak. Reportedly two aortic extender component were implanted for proximal extension on the trunk-ipsilateral leg component. Final angiography reportedly showed a slight endoleak appearing to be a suspected type ii. The physician is reportedly going to monitor the patient.